Event description:
Or staff were preparing for a total hip replacement. When the pack was opened, a long dark strand of hair was found on the sterile scrub gown.manufacturer informed us that it must be hair belonging to our staff.